Event description:
Handpiece overheated during a procedure and patient received a minor burn. Patient information is not available at the time of this report. Nsk america is in the process of collecting more information on the event and the patient, a follow up report will be made if more information becomes available.